Event description:
It was reported that the customer had misplaced the battery cap on the insulin pump. Customer stated that the pump started acting crazy and kept on beeping. Customer removed the battery and misplaced the battery cap. Customer will be sent another battery cap and will call back to do some troubleshooting. Customer also had a no delivery alarm when she took the battery out. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)